Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc assumed that the reported event was caused by the ccd unit failure due to unexpected stress on the head part. The unexpected stress may have been caused by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus service operation repair center (sorc) for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported defective endoscopic image. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that no endoscopic image was displayed and the charge coupled device (ccd) was defective. There was no report of patient injury associated with this event.